Manufacturer narrative:
H6: investigation summary. A device history record review was performed for provided lot number 1901172 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were inspected and all of the scale markings appeared to be per specification with no signs of defect.

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd china had scale marking issues. The following information was provided by the initial reporter: the patient had uterine fibroids. At 9:28 on (B)(6) 2020, nurse (B)(6) used a disposable sterile syringe to prepare 100ml normal saline + 2000mg cefoxitin injection for patient. Check that the outer packaging of the 20ml syringe is normal and within the validity period. Open the outer packaging and found that the syringe has no scale. Replace the syringe immediately. The treatment went on successfully that day.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe s2 20ml 18ga 1-1/2in bd (B)(6) had scale marking issues. The following information was provided by the initial reporter: the patient had uterine fibroids. At 9:28 on (B)(6) 2020, nurse luo used a disposable sterile syringe to prepare 100ml normal saline + 2000mg cefoxitin injection for patient. Check that the outer packaging of the 20ml syringe is normal and within the validity period. Open the outer packaging and found that the syringe has no scale. Replace the syringe immediately. The treatment went on successfully that day.